Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that during ongoing use, premature battery depletion was suspected. The device previously showed 8 years remaining, and during the most recent device interrogation, it was showing 4.5 years remaining. A copy of device memory was saved and submitted to technical services for analysis. Engineering review confirmed premature battery depletion, and that the power consumption had been increasing in a gradual fashion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported during ongoing use, premature battery depletion was suspected. The device previously showed 8 years remaining, and during the most recent device interrogation, it was showing 4.5 years remaining. No adverse effects to the patient were reported.